Event description:
A decrease in sensing and an increase in capture threshold were observed, as a result of lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.